Manufacturer narrative:
The investigation for the reported pump issue has been completed. The pump was not returned for investigation. Data logs show "impella stopped" alarm at the end of the case. According to clinical observations, the white patient cable connector was found broken in half after hitting the airplane door during transport. This resulted in half of the plug being stuck in the aic with wires, and the white cable completely separated from the console. The cause of the pump stop issue was an open electrical line based on provided clinical and data log review.

Event description:
The user facility reported a 63-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was being transferred into the airplane when the ambulance crew hit the white connector cable plug with the airplane door, breaking half of the white plug and leaving half of the plug stuck in aic with wires. The white cable was completely separated from the console stopping the impella cp. The impella was replaced with a new one and a different aic was used.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿